Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had dark, grainy images during a case. The procedure was completed without incident. No patient injury was reported.